Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of a -12.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged due to lens tear/break during injection/delivery into the eye. There was no patient injury. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).